Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failed to open. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door closed status was not updated in application. A field service engineer rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.